Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient experienced a st segment depression and a coronary spasm. During a pulsed field ablation (pfa) procedure to treat an atrial flutter the farawave catheter was used to perform an ablation on the cavo-tricuspdf isthmus (cti) line and after a couple applications it was noticed that the st segment had a depression. No interventions were required as the physician waited for the patient to recover the baseline ECG. The physician completed the procedure and the patient was reported to be stable. No further information was provided.